Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode and lost consciousness while at the grocery store. Patient recalls that his cgm was reading around 190mg/dl prior to losing consciousness. Paramedics were called and patient was transported to the hospital. Patient suffered a cut lip and lost his two front teeth due to the incident. At the time of his call to dexcom technical support, patient was doing better. Patient was unable to provide cgm data for dexcom to review. Patient will send data when he has access to a pc.